Manufacturer narrative:
Additional, corrected, and/or changed data: b.3., b.5., g.1., h.6.

Event description:
Additional information received noting patient experienced iop less than 6 the day after implant that resolved in a week. Event was mild in severity and not action with the device was taken.

Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The event of high intraocular pressure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a clinical patient experienced high intraocular pressure and was treated with micropulse cyclophotocoagulation diode laser in the right eye against xen®45 gts implanted. The event has been resolved. The device remains implanted.